Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4024 implantable pacing lead (B)(6) 1996; p1501dr implantable pulse generator (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had an increase in fatigue, dizziness and falls. The patient is new to this physician and when the device was interrogated the right ventricular (rv) lead had no capture at maximum output, low impedance noise, and oversensing with a large number of short v-v intervals. The patient stated that their previous physician had told them that their ventricular lead was not working back in 2005 and had been turned off at that time. The ventricular lead was capped and replaced. It was also reported that the atrial lead had moderately elevated threshold and the device was programmed sub-threshold upon initial interrogation so the atrial output was adjusted to ensure capture. The atrial lead had frequent oversensing noted during interrogation, as well as on recorded atrial high rate episodes. Oversensing was mostly eliminated when the atrial sensitivity was adjusted. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Multiple short v-v sensed events less than 200 milliseconds (ms). Six non-sustained (nst) episodes recorded between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was oversensing noise in bipolar sense configuration. The oversensing noise led to inaccurate atrial fibrillation (af) burden. The lead was reprogrammed to unipolar sense and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.